Manufacturer narrative:
(B)(4). The device remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat the external iliac artery. The 7.0x19mm omnilink elite stent was deployed. Post deployment, the physician felt he had placed the stent too high and decided to place an unspecified balloon in the deployed stent and pull down which caused a perforation. The perforation was treated using an unspecified covered stent inside the omnilink stent. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The indications section of the otw omnilink elite instructions for use (IFU), states: the omnilink elite peripheral stent system is indicated for the treatment of de novo or restenotic atherosclerotic lesions in protected peripheral arteries and palliation of malignant strictures in the biliary tree. In addition, the IFU, also states: great care must be exercised when crossing a newly deployed stent with a guide wire or balloon catheter to avoid disrupting the stent geometry. Based on the case information, the reported perforation appears to be user related. The reported patient effect of perforation is listed in the otw omnilink elite instructions for use (IFU) as a known potential complication associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.